Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va1gwld showed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that during the implant procedure, the patient felt nothing on the lead during testing and the lead looked like it was damaged. There were no environmental, external, or patient factors that may have led or contributed to the issue. This lead was not used and a new lead was used with the issue bring resolved. No patient symptoms were reported. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: the event should include both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.